Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, of a loss of connection between the transmitter and the smart device. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. Functional testing was performed and the test passed. Paring test was performed and the test passed. A review of the share data log confirmed the reported event of a loss of connection. The reported event of a loss of connection was confirmed. The root cause could not be determined.